Event description:
It was reported the lead was removed and replaced due to oversensing noise with pacemaker inhibition. It was also noted the physician cut the lead prior to laser lead extraction. Additional information received in a lawsuit reported the patient "repeatedly received multiple painful inappropriate shocks." It is also alleged that the patient "has suffered severe physical and emotional injuries as a result of the defective sprint fidelis lead wire system." No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment was returned for analysis. Other text : it was reported the lead was removed and replaced due to oversensing noise with pacemaker inhibition. It was also noted the physician cut the lead prior to laser lead extraction. Additional information received in a lawsuit reported the patient "repeatedly received multiple painful inappropriate shocks." It is also alleged that the patient "has suffered severe physical and emotional injuries as a result of the defective sprint fidelis lead wire system." No further patient complications have been reported. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications: no conclusion can be drawn. Interference, oversensing shock, inappropriate.